Manufacturer narrative:
Unique identifier (UDI)#:(B)(4).

Event description:
The customer stated they had one patient that consistently had high elecsys tsh assay results between 7 miu/l to around 11 miu/l since 2011. The patient's dose of synthroid was increased but the tsh result did not change. On (B)(6) 2018, the tsh result was 8.040 miu/l. The customer sent the sample to their sister laboratory and the tsh result matched. No specific data was provided. The customer then sent the sample to another laboratory (beckman) and the result was <0.030 uiu/ml. This result was believed to be correct. The doctor suspects there is an interference involved with this patient that affected the roche method. The customer sent the sample out for a hama test, and the results were negative. The initial result was <0.01 miu/l and when hama treated, the result was <0.01 miu/l. The patient was taken off the medication altogether. There was no allegation of an adverse event. The customer used cobas 8000 e 602 module serial number (B)(4). The field service representative found the customer bio-rad control results were of range. The customer ran roche qc material and the results were near or on the mean.

Manufacturer narrative:
Sample from the patient was submitted for investigation and was found to be poor quality as it was slightly hemolytic and contained clots. An interfering factor was found in the sample. This interference is documented in product labeling for the assay.

Manufacturer narrative:
A new sample was collected form the patient and tested (B)(6) 2018. The tsh result from a reference laboratory was 0.10 miu/l and the ft4 result was 1.88 ng/dl.